Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture.

Event description:
Physician reported "a suspected rupture of the right device and a suspected reactive lymphadenopathy in the right axilla" diagnosed by mammography. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.

Event description:
Physician reported the device has been explanted.

Manufacturer narrative:
Visual/photo analysis: visual analysis of the photographs identified; an opening and red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reported "a suspected rupture of the right device and a suspected reactive lymphadenopathy in the right axilla" diagnosed by mammography. The device has been explanted.